Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit failed to charge and displayed a "pacer fault 117" error message when the 30 joules self test was performed for the second time. The complainant indicated that there was no patient involvement in the reported malfunction.